Manufacturer narrative:
The patient's weight was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 7 months. The evaluation of the returned portion of the driveline confirmed an issue that would have contributed to the reported driveline fault alarms and interruptions in pump function. Electrical continuity testing of the returned portion of the driveline revealed that the green wire was an open circuit. Upon removal of the outer silicone sleeve, examination of the driveline near the terminus of the distal end bend relief revealed that the shield was so severely broken down that the wires could be visualized through the clear bionate. Visual inspection of the underlying wires in this location found that the green wire was completely fractured at approximately 2 inches from the metal connector. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing of the driveline in this area. The surrounding wires in this location revealed evidence of slight kinking and minor insulation abrasion; however, they were otherwise unremarkable. Microscopic inspection as well as high potency testing of the remainder of the driveline revealed no additional areas of compromised wire insulation. If the exposed conductors of the compromised green wire made contact with the braided shield while the patient was operating on a tethered power source such as the power module, the resulting electrical short to ground would have caused the captured low speed events and pump stoppages. The fractured wire conductors would have also caused the reported driveline fault alarms. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that on (B)(6) 2016, after over 3 years of support, a driveline fault alarm was observed on the patient's system controller. The system controller was replaced; however, the alarm occurred again on (B)(6) 2016. The system controller was exchanged; however, driveline fault alarms and pump stoppages occurred on (B)(6) 2016. The patient reportedly has been asymptomatic. Submitted x-ray images showed possible areas of concern on the portion of the driveline that is internal to the patient. Areas of concern were also noted near the distal end of the driveline at the system controller. On (B)(6) 2016, the manufacturer's technical services representatives performed a distal end percutaneous lead (driveline) replacement, and no further alarms have been reported.